Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time was 346mg/dl. The nurse states they needed help clearing battery out limit alarm on the customer's pump. The nurse was assisted with clearing the alarm. The nurse was advised to have customer call back at a later time in order to update hospitalization and troubleshoot for the high blood glucose.